Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues. On 12/18,2006, the pt was seen by a co rep for device eval. Testing performed confirmed the device was no longer functioning. The pt's device was explanted.